Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While replacing the trigger solution sensor on the architect i1000sr analyzer, trigger solution splashed into the customer's eye. The customer removed her contact lenses and flushed the eye with water. The customer went for an ophthalmological examination and no corneal injury occurred. No medical treatment was given. The customer felt slight eye irritation for 24 hours, but felt fine afterwards.

Manufacturer narrative:
An instrument service history review for architect (B)(6) revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. The customer was wearing glasses but not safety glasses or a face shield. The architect operations manual addresses operator responsibility and also addresses biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Based on the investigation, no deficiency was identified.